Manufacturer narrative:
Corrected data h1 malfunction.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation.

Event description:
It was reported that the device was not heating. There was no patient involvement reported.